Event description:
Additional information was received from a device manufacturer representative (rep). It was reported that the patient had an MRI. It stalled and recovered without any issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-12, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 25mg/ml at 4.687 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 at 20:42, the print report showed a motor stall occurred and recovered the same day at 21:38. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.